Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps becoming stuck/unable to insert due to a clog could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. It is unknown if the customer cleaned, disinfected, and sterilized the device before sent it to olympus, what the foreign material is, if there were any delays in the start of precleaning, if the air/water nozzle was flushed with water and air, any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in the detergent solution, if the air/water nozzle was wiped/brushed with clean lint free cloths brushes or sponges, and if the air/water nozzle was flushed with detergent solution.

Event description:
It was reported, the duodenovideoscope was clogged. It is unknown when the issue occurred. There were no reports of patient harm.